Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported during routine follow up on an unrelated customer experience encountering a fluid leak in the back of the cassette after the completing treatment. Patient stated that fluid came in contact with the inside of the cassette door. Patient reported the fluid leak to the peritoneal dialysis nurse. It is unknown if the patient experienced any alarms during the treatment. The patient did not report any complications as a result of the fluid leak. Additional information was solicited.